Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. After introducing the catheter and aspirating, a lot of air bubbles were observed in all aspiration attempts inside the syringe. No air was observed in the patient. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. An attempt to prepare the sheath for leak testing by purging air out with water was unsuccessful. It was noted that the sheath was clogged by dried blood along the shaft and the flush lumen. The valve hub and hemostatic valves were removed, and the dried blood was successfully cleared by pushing the blood out with a dilator. The sheath was reassembled, and the air inside the sheath was purged out, and leak testing was resumed. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the inner valve.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. After introducing the catheter and aspirating, a lot of air bubbles were observed in all aspiration attempts inside the syringe. No air was observed in the patient. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The device was returned for laboratory analysis.